Event description:
The customer reported that the 9900 system displayed an x-ray switch disabled security error message. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The p3 plug was reconnected and the generator interface board and fluoro function board were reseated. The system was tested and operates as intended.